Event description:
It was reported that after repeated attempts to replace different analyzer modules, the programmer does not function properly in analyzer mode. The programmer was returned for repair, test and recalibration. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer would not boot. Not able to get to the analyzer screen. Hard drive was reimaged and software reloaded/updated to resolve issue. (B)(4).